Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received sensor scan results ¿higher than 480 mg/dl¿ and was administered insulin (dose/type unspecified) by non-healthcare professional. Customer subsequently experienced a loss of consciousness and emergency services were contacted. Upon their arrival, emergency services obtained a blood glucose reading of 25 mg/dl and the customer was treated with a glucagon injection by the non-healthcare professional. Customer regained consciousness ¿after 20 minutes¿ and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received sensor scan results ¿higher than 480 mg/dl¿ and was administered insulin (dose/type unspecified) by non-healthcare professional. Customer subsequently experienced a loss of consciousness and emergency services were contacted. Upon their arrival, emergency services obtained a blood glucose reading of 25 mg/dl and the customer was treated with a glucagon injection by the non-healthcare professional. Customer regained consciousness ¿after 20 minutes¿ and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.